Event description:
On (B)(6) 2011 a customer reported he had been receiving an unspecified error message on his freestyle freedom lite meter since (B)(6) 2011. The customer stated he felt that the error he has been receiving prevented him from testing and accurately treating by his sliding scale. He stated, "I am supposed to check my sugar 3 times/day and then adjust my insulin according to that. But if it is showing error I didn't know what to take. They told me not to take more than 70 units. So I have been taking 70 units." As a result of this issue, the customer reported he felt "dizzy, nauseated, his legs hurt, and just doesn't feel like eating." He reported self-treatment with (B)(6). The customer was taken to the hospital on (B)(6) 2011, and reported a reading of over 500 mg/dl was obtained on the hospital's meter. The customer was admitted and diagnosed with hyperglycemia, kidney infection, urinary tract infection, blood infection from e .coli, and treated with insulin and antibiotics. There is no report of death or permanent injury associated with this case.

Manufacturer narrative:
The complaint is not confirmed. Control solution testing was performed and all results were within range specification. No errors were observed and no new issues were observed.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available.